Manufacturer narrative:
This report is being supplemented to inform updates in d4 ( unique identifier (UDI) number) of the initial medwatch submitted. The unique identifier (UDI) number is being updated to (B)(4). Please see section d4 for the update provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defects were likely caused by stress due to repeated use, external factors, or handling of the device. The event can be detected by following the operation manual, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscope¿ which warns: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that airway mobilescope's light guide bundle showed breakage. The device was returned to olympus for evaluation. During evaluation, connecting tube showed the coating was peeling and had a missing indicator. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the image bundle showed significant breakage. Visual examination found the following issues impacting the water-tightness of the device: the camera section was damaged and there was a pin hole on the channel. Visual examination also showed the control unit was scratched; the grip was scratched; the camera section was scratched; and the connecting tube was dented and buckled. Functional testing showed the device's bending angle in the up direction did not meet with specifications due to a worn angle wire. In addition, the angulation lever could not move smoothly due to damage at the control section. Finally, the channel would not allow for passage of forceps or cleaning brush; both problems were caused by dents in the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.